Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (medical device problem code, type of investigation, investigation findings, component codes and investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the iab and between catheter and sheath. The 8fr sheath was returned covering the catheter tubing. Two kinks were observed on the catheter tubing 76.9cm and 51.6cm from the iab tip. The one-way valve was also returned. A break in the inner lumen was observed inside of the membrane. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing were performed and a leak was detected within a inner lumen break inside of the membrane approximately 26.7cm from the iab tip. The evaluation confirms a leak that was caused due to a inner lumen break in the membrane. The reported problems were most likely triggered by a leak which was found on the inner lumen. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2, h6 (type of investigation).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra-aortic balloon therapy, the sensation plus 50cc balloon had condensation in tubing. There was no patient harm reported.